Event description:
Customer states that two pt samples with anti-e did not react with the intreated ficin cells of vrc118. The daily qc testing was acceptable. No erroneous results were reported. No death or serious injury was associated with this incident.